Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported the cutter unit flaked during a case. It was further reported that the particles were noticeable to the doctor. Further it did not delay the case nor were there any adverse affects.